Event description:
Report received indicated that the stent was deployed already in its sterile envelope prior to removal from package. The package was received intact. Product was not use in-patient. Another product was use to end procedure. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni